Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Additional information: d9 updated. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Device history record (DHR): reviewed the DHR for batch 24f05ged01, there is no abnormality and no such defect detected at in process and at final control inspection. Sample/s evaluation: final control flow rate report of affected batch 24f05ged01 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between (B)(4). As no complaint sample was received, further investigation is not possible. There are some possibilities that can cause the sample empties faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1 temperature: the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 5 ml/hr to 5.9 ml/hr. Factor 2 folded outer shell (outer layer): folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3 external pressure: external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump however, this external force is against the intended use of the product according to IFU. Summary of root cause analysis: as no complaint sample was received, further investigation is not possible. Therefore, this complaint is considered as not confirmed. Cause: cause could not be determined.

Event description:
As described by the complaint description: diffusion of acupan in 3h instead of 12h. Sweating / vertigo / lack of appetite.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.